Event description:
Pt's family member called on 03/2002 in regards to pt's one touch fasttake meter. Back in january, one day pt tested on their ft meter and got a reading of "over 200". Pt felt "groggy and then became incoherent". Pt's family member called 911 and the paramedics came. They tested pt on their meter with a result of 39 mg/dl within 10 minutes of the readings on their ft meter. Emergency medical technician gave pt a "shot of something and then pt came to". They did not need to take pt to the ER. Pt's family member decided that the fasttake meter was not working right and so family member went out and bought another meter (brand unknown). They did not call in a complaint at that time. Family member could not provide any more info about pt's medications and the meter since family member was on their way out to go to work. Pt's family member also had a one touch profile meter (but was not using it). They received the one touch profile urgent leter and an outbound call was made from lfs. It was at this time that facility provided the info about the incident of the fasttake meter reading inaccurately high.